Manufacturer narrative:
The account found the components on the motor control board were burnt. Repairs have not been completed.

Event description:
The account alleged that none of the functions will operate and claims a burnt odor is coming from the bed.